Event description:
It was reported that during a lavh procedure, once the trocar had been inserted into the patient the surgeon tried to put the harmonic scalpel down the port, but it was difficult to get it through. Then it was as if the port either had something in it or it had warped so you couldn't get the instruments down it. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged sleeve. The analysis results of the device found that it was received with the region of the sleeve melted; therefore, the obturator or other endoscopic devices would not fit through it. See attached picture. The found damage is consistent with the one produced by the interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A batch record review was performed and no anomalies were found during the manufacturing process.